Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: date unknown/ not provided. Section d4: model number: a complete model number is unknown, as the serial number was not provided. The best estimate is that it was a zcu lens. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. The best estimate is that it was a zcu lens. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a. If implanted, give date: unknown, information not provided. Section d6b. If explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded toric intraocular lens (iol) was exchanged for another lens with a different power. The reason for the explant was not specified. No further information was provided.